Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.

Event description:
Healthcare professional reported a right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, creases fold, opening curved on anterior, broken plug strap and red calcification like leak test and microscopic analysis was performed which identified: striated opening on anterior and striated broken on plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on the anterior due to surgical damage consist in the use of some surgical tool and a striated broken on the plug strap due to surgical damage consistent in the use of some surgical tool.